Manufacturer narrative:
Concomitant medical products: product ID 3389, product type: lead.

Event description:
Additional information reported the pediatric dystonia patient had two fractured wires and that the fractures were "both at the same points on either side." It was noted the patient had "not had a revision yet" at the time of follow-up.

Manufacturer narrative:
Concomitant medical product: product ID: 3389, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported the patient experienced a ¿fluctuation of symptoms¿ at their lead location. Impedance testing found that ¿impedances were up and down and in some cases normal.¿ it was stated there were both high and low impedances. X-ray imaging was performed and found the ¿lead looked like it had a break.¿ a surgical investigation of the issue was planned as a result of the event. The patient was noted to have been alive with no injury at the time of report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information again reported "there was a suspected fracture on the opposite lead" at the time of follow-up. It was noted the "patient was not receiving therapy" at that time and that "symptoms had returned ," though it was also noted the patient's "family did not want surgical intervention." The family was still recharging the patient's implantable neurostimulator (ins) in order to prevent ins depletion.